Event description:
It was reported that a patient was scheduled for a cesarean section; and after multiple trials of induction of spinal anesthesia, the spinal needle broke and was left inside the patient upper lumbar paraspinal area. The patient was discharged and readmitted for the surgical removal of the broken needle. The patient then had an x-ray and CT scan. The needle was removed by a neurosurgeon. The patient was fine and was discharged from the hospital.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review.